Event description:
It was reported to boston scientific corporation that an overstitch suture cinch was used during an endoscopic sleeve gastroplasty (esg) procedure on (B)(6) 2026. During the procedure, the cinch wire broke and failed to cut the suture or deploy. The cinch handle was broken and a hemostat was used to manually cinch. The procedure continued and was completed with an another suture and cinch. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a150101 is being used to capture the reportable event of cinch failure to deploy. Device code a050702 is being used to capture the reportable event of cinch failure to cut. Device code a0401 is being used to capture the reportable event of cinch wire break. Device evaluation: block h11 the suturing cinch was not returned for evaluation and no media was available for analysis. The reported events of cinch failure to deploy, cinch failure to cut, and cinch wire break could not be confirmed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on all gathered information, there is not enough evidence to determine whether the cinch failure to deploy, cinch failure to cut and cinch wire break was due to the physician's technique during the procedure or was related to a device malfunction. For this reason, cause not established is selected as the most probable cause for these events. Without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. Also, the evidence from the product record review did not identify a potential product quality issue or new patient harm.